Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
This complaint is not affiliated with a device deficiency (dd), effusion. Adverse event (ae) term, mod-severe pericardial effusion around rv. Ae awareness date 10/21/2025, ae discharge date (B)(6) 2025, ae expected / anticipated, ae outcome recovering / resolving. Other ae intervention tte, observation, anticoagulation stopped. Additional information the adverse event term updated by the site is "symptomatic pericardial effusion". The patient outcome remains "recovering/resolving". The effusion was detected at the time of procedure (B)(6) 2025. This event is serious, but also expected/anticipated, therefore the normal reporting route will be followed, site will report during the annual regulatory submission with australia. Post ablation, detected during bedside tte (transthoracic echocardiogram). The effusion was discovered following the procedure. The instructions for use was followed. There was no delay in procedure. Issue was resolved with point of care ultrasound performed, determined subject did not require surgical intervention, patient observed and discharged are medications; procedure was completed successfully. The device was shipped from the site and arrived at the lab.